Event description:
The patient underwent a norwood procedure using a "sano shunt" technique for hypoplastic left heart syndrome. The product was used to cover the vascular gore prostesis and anterior pericordial defect. A secondary thora closure was done 48-72 hours post op for drainage. Drainage stopped some time later and a hematoma was detected by ultrasound. A re-operation was performed to remove the hematoma. The product was also removed at that time.